Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75 x 8 synergy drug-eluting stent was advanced to treat the lesion. However, as the device was passing through a previously implanted stent, it was noted that the stent was moving on the balloon and was subsequently lost proximal to the previously implanted stent. It was not possible to withdraw the stent; therefore, another stent was implanted over the dislodged stent, pressing it into the vessel wall. The vessel looked fine and the procedure was completed. No patient complications were reported and there was no impact to the patient.